Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)

Event description:
Anchor broke at the eyelet during insertion. Insertion site was predrilled. Procedure was changed to open and anchor was removed. A 6.5 anchor was used as a back up.